Event description:
It was reported that bd nexiva single port leaked beyond the septum. The following information was provided by the initial reporter: defective 20 ga nexiva IV catheter. It leaked out of the backside after the stylet was removed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383517 and lot number 3234047. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed.

Event description:
No additional information.